Event description:
Customer called to report an issue with air bubbles during training. Customer also stated that he could not get the infusion set to stay on and that he miscalculated insulin correction which led to low blood glucose levels. Customer's blood glucose reading was in the 40's and upper 200's (mg/dl). Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.